Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump under infused during flow rate testing. The device was programmed at a rate 200 ml/hr with a volume to be infused of 20 ml with a result of 17ml. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the low flow failure which was reproduced during flow testing. This condition was found to be caused by an out of adjustment pressure plate valve and finger. The pressure plate valve and finger were calibrated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.